Event description:
A patient reported experiencing inaccurate low results with a meter. The patient's blood glucose results were 136 mg/dl on the meter and 198 mg/dl on the lab. Tests were done within 10 minutes with a difference of 31%. Patient did not experience any adverse events. No further information has been reported.